Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, an attempt was made to connect the tube from the co2 air supply device to the air supply port (not the btt port) on the tool part of the product, but the luer lock connection could not be performed as usual. The qi port was connected and the procedure continued. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #: (B)(4). The device was returned to the factory for evaluation 01/21/2020. An investigation was conducted on 02/27/2020. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. The shaft of the harvesting device was observed to be slightly bent proximal to the jaws. The jaws were observed to be intact, no visual defects were observed. The cannula was observed to be intact, no visual defects were observed. The scope wash tubing was observed to be intact, no visual defects were observed. A manual evaluation was conducted. The device was evaluated for the connection issue with the help of calibrated uson. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2198 sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure "connection issue" was not confirmed but was confirmed for the analyzed failure "material twisted/bent shaft". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, an attempt was made to connect the tube from the co2 air supply device to the air supply port (not the btt port) on the tool part of the product, but the luer lock connection could not be performed as usual.the qi port was connected and the procedure continued. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, an attempt was made to connect the tube from the co2 air supply device to the air supply port (not the btt port) on the tool part of the product, but the luer lock connection could not be performed as usual.the qi port was connected and the procedure continued. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3: device not eval provide code from "other" to "device evaluation anticipated, but not yet begun" (B)(4).